Manufacturer narrative:
The lot number was provided for the malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u41501h12rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. Of the one material rupture, one involved patients with no patient consequences. Age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u41501h12rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. Of the one material rupture, one involved patients with no patient consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: the reported malfunction has been reassessed and determined to be no longer reportable. H10: g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.